Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer checked all matrix drawers; none were in failure. The user was unable to recreate the error, and the pharmacy staff also could not replicate it. All drawers were responsive. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.